Event description:
Related to MFR. #s: 3005188751-2012-00081, 2030404-2012-00091, 2030404-2012-00092. It was reported following an atrial fibrillation ablation procedure, a pericardial effusion was noted. A reflexion spiral catheter was placed through a swartz sl1 transseptal introducer. A safire blu and inquiry decapolar catheter were placed in the heart. The ablation procedure was performed with no abnormalities noted during mapping or ablating. Hours after the procedure, a pericardial effusion was noted. The pt was discharged in stable condition.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedure complications as this event is a known physiological effect of the procedure and is noted within the IFU.